Manufacturer narrative:
Section d6a - corrected no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a history of right heart failure prior to implant with the left ventricular assist device (lvad). The lvad did not cause of contribute to the patient's requirement for right-sided support. The patient had 0 flow on the right ventricular assist device (rvad) and the cause was not determined. The zero flow event did not resolve; however, the patient was hemodynamically stable and did not experience any symptoms as a result of the event. It was later reported that the patient was declared do not resuscitate (dnr) on palliative care due to comorbidities and passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the site disconnected the driveline because no flow returned to the pump. The patient tolerated only left ventricular assist device (lvad) support after the disconnect until the withdrawal of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a continuous low flow alarm associated with flow values of 0 liters per minute; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, the log files revealed an intentional pump stop and a pump stop due to a driveline disconnect on (B)(6) 2024. According to the account, the pump was intentionally stopped due to the zero flow condition. A direct correlation between the device and the reported patient outcome could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 lvas, was used as an rvad which is not approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 1 of the IFU explains the pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 2 of the IFU states, " if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section, which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 also instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 of the IFU describes alarm conditions, including the low flow hazard and driveline disconnected hazard, as well as the appropriate actions associated with them. The patient handbook warns in several sections: " if the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains information regarding system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a history of biventricular assist device (bivad) implanted on (B)(6) 2023. The patient had 0 flow on the right ventricular assist device (rvad). The site disconnected the driveline. Following review of the submitted log files, it appeared there were ongoing low flow events with flows noted at zero. The data capture was shortened to about 5 hours due to the amount of incoming data so the beginning of the events was not available. There appeared to be a drop in flow and pump power on the periodic log file. The pulsatility index (pi) values were non-variable and settled into the 2-3 range. The pump powers appeared on the low side in the 2 w range.